Event description:
On 03/18/08, the patient reported that in 2007, her blood glucose began to elevate around 9 pm. She stated she bolused about 20 units of insulin through her infusion device, but her reading did not decrease. She said she called 911 at 11 am and was transported to the hospital where she stayed for 1.5 days. The patient stated her blood glucose reading was 36 mmol/l (648 mg/dl) when she arrived at the hospital with her target range being 5-9 mmol/l (90-162 mg/dl). She stated she was treated for extreme dehydration and hyperglycemia and was put on an IV drip and fluids. She stated after she was released from the hospital she switched to her backup infusion device. Troubleshooting was limited as the incident occurred 7 months ago. The patient stated the time and basal rates were set correctly on her primary device and she does not think she forgot to bolus or prime the infusion set. A complimentary guide to site management and infusion sets were sent to the patient. The product was requested to be returned for evaluation.